Event description:
It was reported the pt was experiencing pain at the ipg site due to the pt losing weight and the ipg pressing on her hip bone. As a result, the pt's ipg was explanted and replaced (with different model) which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.